Event description:
It was reported that a patient has experienced severe, chronic pain for over forty years. For the five years prior to his 2013 surgery, the pain "was pretty bad." Due to degenerative disc disease, a prodisc-l (pdl) was implanted at l5-s1 during the patient¿s original surgery in (B)(6) 2013. The surgical procedure was performed in (B)(6). His post-op surgery x-rays showed the implant was intact, but the patient's pain worsened and has yet to improve. The patient is currently taking morphine for pain management. In (B)(6) 2014, the patient had a CT scan/myelogram where it was identified that osteophytes were left in place, but the implant itself was okay. He sent his films to his surgeon in (B)(6), who offered to clean up his back for him. In addition, the patient has had x-rays performed in multiple positions, including forward flexion and backward extension. The implant does not appear to be moving as designed. He has contacted multiple surgeons in the united sates and they are recommending a complete fusion. This report is for one unknown pdl implant ¿ inferior plate. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An e-mail was recieved from the surgeon, who stated "in our opinion there is no relationsship between the complaints that you report and the implant."

Manufacturer narrative:
Additional narrative: UDI number for this complainant part is unknown as there are no part or lot numbers available. Event date: unknown. This report is for one unknown pro-disc l implant, inferior plate. Original implant was on an unknown date in (B)(6) 2013. Device has not been explanted. Device will not be returned as it remains in the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.